Event description:
New information: to clarify, a johan is a reuseable, laparoscopic grasper. With further discussion, the customer felt that the piece of metal had most likely come off one of the reuseable graspers and not the harmonic - photos sent showing that the harmonic device does not have a broken blade tip or clamp arm. Device was discarded.

Event description:
It was reported that during a laparoscopic anterior resection procedure, a piece of metal was found in the patient. It looked as if it had broken off one of the laparoscopic instruments. I was not present during the case but the ethicon surgical care account manager was and he managed to take a photo of the shear. Upon closer inspection of the photo, it looks as if the piece of metal broke off in one piece, from the outer casing of the harmonic shaft, at the end of the jaw near the apex of the blade. However, the theatre team believes it may have come off the johan. There were no error messages from the generator or other indicators that anything was wrong. The other equipment in use was a johan, bipolar scissors, clips, echelon and xcel ports. The patient was x-rayed at the end of the case to ensure there was no other pieced of metal and none were detected. One device will be returning.

Manufacturer narrative:
(B)(4). Info received that does not meet the FDA's defined criteria of a reportable event

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Photograph requested but not yet received.